Manufacturer narrative:
E1 initial reporter: (B)(6). Date of event is estimated.

Event description:
It was reported the patient is receiving an error message and is unable to connect to their ipg. Troubleshooting was tried to no avail. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.